Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021, the 5mm flexible screwdriver was broken. The issue occurred during an unknown procedure when the surgeon was tightening down a trochanteric fixation nail advanced (tfna) set screw. The surgical outcome is unknown. There was no surgical delay reported. There was no patient consequence. This report is for (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).